Event description:
T was reported that the patient was experiencing inadequate pain relief and was noted that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure. Additional information was received that the patient was doing well post operatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Wavewriter alpha 32 ipg kit. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Infinion cx lead kit, 50cm. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
T was reported that the patient was experiencing inadequate pain relief and was noted that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure. Additional information was received that the patient was doing well post operatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7072053, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075117, UDI: (B)(4).

Event description:
T was reported that the patient was experiencing inadequate pain relief and was noted that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure.